Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirmed that the lgn ps high flex xlpe sz 5-6 9mm snap was damaged which caused it not to properly function. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tka procedure, inside the patient, while using a lgn ps high flex xlpe sz 5-6 9mm, the insert would not snap into the tibia. The procedure was successfully completed without delay using a smith+nephew back-up device. No patient injury or other complications were reported.